Manufacturer narrative:
Initial report sent: august 6, 2007.

Event description:
According to the reporter: after the device was inserted, a component (connector) broke inside the pt thorax. The component was retrieved from the pt thorax and there was no report of pt injury. The pt sex was not identified.